Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: byte has ruined my teeth, and I'm experiencing more temporomandibular joint pain. There will be additional information in the coming weeks from my newly acquired orthodontist, due to potentially new orthodontic issues discovered during my dental exam that were not present prior to starting byte aligners. The letter of recommendation states that the aligners worsened the patient's temporomandibular joint condition.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.